Event description:
It was reported that the iab was placed post-operatively in a male pt. The pump experienced alarms and blood was noted in the helium tubing. The iab was removed and replaced without any complcations.